Manufacturer narrative:
Device not returned.

Event description:
The manufacturer sales representative reported that the device overheated during a procedure at the user facility. The procedure was completed successfully without a surgical delay. No adverse consequences or medical intervention were reported.